Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with medication (type and date not reported) was unsuccessful. The device was explanted (date not reported). Reimplantation on the contralateral side is planned but had not taken place at the time of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2013.